Event description:
Technician alleged that the brake was applied and the brake casters would swivel. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.